Event description:
A report of overinfusion was rec'd in association with the use of an infusion pump. According to the rptr, an infusion pump was set up to infuse an unknown quantity dextran at 25ml/hr. According to the report, an unexpected 150mls of solution infused in 30 mins time. The clinician noted she had checked to make sure the tubing was properly loaded into the infusion pump and had two other clinicians verify she had programmed the pump correctly. The clinician switched the infusion to a different pump and it ran fine. No medical intervention was required and no adverse outcome resulted.